Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported through a government agency that the tip of the knife was blunt and did not cut. The knife was exchanged to complete the surgery. There was no pt impact.